Event description:
It was reported while using bd vacutainer® sst¿, stopper pop off was seen with an unspecified number of tubes resulting in sample leakage across two potential lot numbers. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. The lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: d4. Medical device lot#: 5142755. D4. Medical device expiration date: 30-04-2026. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 22-05-2025. D4. Medical device lot#: 5118797. D4. Medical device expiration date: 30-04-2026. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 28-04-2025. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. After review and analysis of the customer photo, the indicated failure mode for stopper pop off was not observed. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, stopper pop off was seen with an unspecified number of tubes resulting in sample leakage across two potential lot numbers. Samples were recollected. There was no other health impact or consequences reported.